Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was not cooling, chiller temperature (t4) was 4.4 degrees. Per additional information updated from ttm on 15may2025, biomed needs support placing device in manual control. Guided to manual control and explained how to test at 42c and 4c. Explained a calibration may still be necessary as this process will only test the heater and chiller. They will call back if they had any issues. Per additional information updated from ttm on 15may2025, biomed had a device that was not cooling. They had it in manual control set to 7c, but the water had not cooled below 37.3c. Biomed provided s/n (B)(6).

Event description:
It was reported that the biomed had the arctic sun device that was not cooling, chiller temperature (t4) was 4.4 degrees. Per additional information updated from ttm on 15may2025, biomed needs support placing device in manual control. Guided to manual control and explained how to test at 42c and 4c. Explained a calibration may still be necessary as this process will only test the heater and chiller. They will call back if they had any issues. Per additional information updated from ttm on 15may2025, biomed had a device that was not cooling. They had it in manual control set to 7c, but the water had not cooled below 37.3c. Biomed provided s/n (B)(6). Per sample evaluation results on 19jun2025, the device will not autofill. The circulation pump had failed. It emanates a loud noise. Three tank seals had torn away from the tank upon removing the pumps.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump cool in decontamination. Serviced mixing pump. The device will not autofill. The circulation pump has failed. It emanates a loud noise. Two videos of this failure were attached by the service technician. Three tank seals had torn away from the tank upon removing the pumps. Double bend tube would not fit through a new seal due to expansion. Serviced circulation pump. Replaced tank seals. Replaced double bend tube. Replaced control panel coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.